Event description:
The individual allegedly became allergic to latex from wearing latex medical gloves in the performance of her job duties as a pt service worker. A radio-allergo-sorbent test was administered on 5/15/1997 and was notified as positive for latex allergy.